Event description:
It was reported that the customer experienced difficulty charging the pump using the tandem-provided charging pad. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated bg. A new charging pad cover was sent to the customer.